Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a decrease in performance resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted; re-implantation was attempted during the same surgery, however was unsuccessful. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed july 01, 2016.